Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found no additional faults. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the electrosurgical generator esg-400 experienced an e006 non-electrolyte solution alarm. The issue was found during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Since the device was not made available, no physical inspection could be performed. However, the suggested phenomenon of error e006 can be attributed to various causes. What they all have in common is that the electrical resistance between the two electrodes of the device in operation increases and the error message is then triggered. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, this can result in unlimited permanent restarts. The device is then no longer ready for use. Error message e006 was originally intended to warn the user if a rinsing liquid with insufficient conductivity is used in saline mode. However, as the conductivity of the entire line can also be changed by other influences, error message e006 may also be triggered here. Error message e006 can only occur in connection with the use of the saline modes on the universal socket. Possible causes are an accumulating tissue deposit on the electrodes. The instrument is in a gas bubble during activation. Increased contact resistance due to poorly or insufficiently connected contacts on the conveyor or the connection cable. Increased contact resistance due to defective contacts on the feed dog or the connection cable. Increased contact resistance due to defective contacts on the universal socket, e.g. Due to corrosion. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.